Event description:
During robotic-assisted laparoscopic ileocecectomy, the 60 robotic sureform stapler, ref# 480460, lot# l90220217, was stuck in the robotic arm 1 and would not come out. The instrument release had to be used. Manufacturer was promptly contacted. Manufacturer response for surgical stapler, sureform (per site reporter). The manufacturer representative was contacted. No other information available.